Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is complete. The main component of the system and other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6)2015 explanted:(B)(6)2017 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implanted neurostimulator. The reason for call was patient reported that they used to have a different stimulator and a bone growth stimulator. Patient stated that their old implant got fried by the bone growth stimulator; the doctor that implanted the bone growth stimulator was not aware of the issues and damage that would happen with the spinal cord stimulator. Patient noted that one day they didn't feel their stimulator working and so they went to their doctor to follow-up on the issue. Patient noted that their doctor told them that their implant was fried and burned and needed to be removed; the bone growth stimulator damaged the implant. Patient mentioned that they had the leads taken out and replaced with their new and current stimulator; the burnt battery also had to be taken out.

Manufacturer narrative:
Product event summary #pli 10: the ins was returned and analysis found no significant anomaly. Evaluation determined that investigation is needed because it was reported that after using a bone growth stimulator, adaptivestim stopped working and high impedances greater than 10,000 ohms were observed. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications.. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report of electromagnetic interference (emi) affecting the device. Pli 20, 30: evaluation determined that investigation is needed because it was reported that the patient's leads had migrated. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report of lead migration. Product analysis #701677390:analysis information -- (B)(6) 2017 20:28:06 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated accelerometer test system. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. Analysis determined the telemetry was acceptable. Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated accelerometer test system. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. Analysis determined the telemetry was acceptable: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2015 explanted: (B)(4) 2017: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2015 explanted: (B)(4) 2017: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer began using a bone growth stimulator externally on (B)(6). It was a different manufacturer¿s product and ran on 10 9 volt batteries with the bone growth stimulator being used at l4-l5 due to some broken titanium rods or screws in the consumer¿s back. On (B)(6) the consumer¿s adaptivestim stopped working. The consumer was able to change to a non-adaptivestim program and feel stimulation, but it wasn¿t felt to the same level, but did help with their legs. The rep. Performed an impedance check with every result other than contact 4 being greater tha n 10,000 ohms; contact 4 was 771 ohms. The rep. Didn¿t know if the consumer was programmed on contact 4, but assumed she was. The hcp saw the consumer and indicated the leads migrated. The hcp was going to be sending the consumer to another hcp to discuss lead revisions. No further complications were reported/anticipated. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the entire system was removed and replaced. Analysis was requested. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they were still able to charge their implantable neurostimulator (ins) battery; however, they weren't turning it on as it wasn't working. It was noted that the patient¿s pain management physician was aware of the issue. The manufacturer representative stated that they would send the explanted product back for analysis on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a representative (rep) regarding the patient. It was reported that an impedance test was performed today and all contacts showed impedances greater than 10000 ohms. The patient was to have a battery and a possible lead revision on (B)(6) 2017. No further complications were reported.